Event description:
It was reported, that the subject device had no image. The issue occurred, during a lap anterior resection procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. A definitive root cause for the customer's allegation cannot be identified. There is no indication, that the cause is traced to manufacturing, packaging or labeling. No CAPA has been initiated within the last 12 months, for the specific issue reported in the complaint record. A service history review was performed. And there is no record related to this event in the service history. Olympus will continue to monitor the field performance of this device.